Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not achieving temperature and the patient temperature was climbing and water temperature was not dropping to achieve then this message came up and the image attached to email. Per follow up information received via email on (B)(6) 2024, the device has been sent into the bd facility for evaluation. The issue has not been resolved yet however device has been examined. The device has not been repaired, awaiting on a part (heater) on backorder. The device has used on a patient however the patient was not injured by the device. Per follow up information received via email on (B)(6) 2024, patient was swapped onto another machine to complete therapy. No medical intervention required. Per sample evaluation results received via task on (B)(6) 2024, failed circulation pump also contributed to cooling issue . Power cord needs replacement due to high resistance . Level sensor cracked at the connector area.